Event description:
Information received on 6/12/2009 indicates that in 2005, pt was implanted with the mesh device for repair of pelvic organ prolapse, rectocele, enterocele and stress urinary incontinence. Since implantation of the mesh device, pt has suffered from, among other problems, erosion, shrinkage and extrusion of mesh from one or more of the mesh devices, causing urinary retention, severe persistent pain, including dyspareunia, and numerous surgical procedures to remove the mesh device. No further information was provided.